Event description:
N/a.

Manufacturer narrative:
The ventricular catheter (ID (B)(6)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a possible root cause for the issue reported by the customer could be due to inadequate design choice (material/shape/connection). If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2024-00258. A physician reported a hakim valve (ID 823162) was implanted due to normal pressure hydrocephalus (nph) via ventriculoperitoneal (vp) shunt on unknown date with unknown setting. The valve was used along with the ventricular catheter (ID 823073) and peritoneal catheter (ID 823074). The patient is a 3.5 year-old male, and the valve and catheters were implanted when the patient was 5 months old. On (B)(6) 2024, the consciousness level of the patient had declined and was vomiting. A slit-like ventricle was observed on x-ray, and CT scan showed that the ventricular catheter (ID 823073) had fallen off. A revision surgery was performed, the valve and the ventricular catheter were explanted and replaced with a new device on (B)(6) 2024 except for the peritoneal catheter. There is no issue with the peritoneal catheter. The patient recovered.